Manufacturer narrative:
Reported event of electronics performance indicator (epi) was not confirmed. The device battery voltage was at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation while device was implanted. Further analysis performed, including session record analysis found no anomaly contributing to electronics performance indicator (epi) anomaly. Longevity assessment was performed, and device has met the projected longevity and is considered normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable prior to the procedure.

Event description:
New information indicates that the patient condition was stable before, during, and after the procedure.